Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the tubing would not fill with insulin. Customer reported seeing air bubbles enter from the t:lock connection despite the connection being tight. The supplies were changed to address the event. Customer's blood glucose ranged from 70-250 mg/dl.